Event description:
It was reported that a lead dislodgement was identified by the clinic. No patient symptoms were reported. It was also found that the lead exhibited loss of capture at maximum output. The lead was explanted and replaced and the procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.